Event description:
The customer reported being in the emergency room due to diabetes ketoacidosis and high blood glucose over 600mg/dl. The caller stated that her glucose level went for 85 to over 600mg/dl in forty five minutes. The customer mentioned having a diabetes ketoacidosis every month, but she has not been hospitalized each time. Troubleshooting was performed. Performed the self test and passed. Initially, the customer reported that her insulin pump had a blank display. Advised the customer to remove the battery for ten minutes and revert to back up plan. Reviewed the alarm history and found an error alarms. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.